Event description:
It was reported that during a da vinci hysterectomy procedure, the monopolar curved scissors (mcs) instrument had a broken wire. The wire completely snapped. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis confirmed the customer's reported complaint of a broken wire. The instrument grip cables were broken at the distal end. One grip cable was broken at the distal idlers. The cable stuck out at the wrist approximately 5.25. Other cables at wrist were not damaged. An additional observation not reported by the site was that the instrument main tube had scratch marks /abrasions. The distal end of the main tube had a small scratch with light material missing. The scratch measures approximately .103 - .207. Additional observation not reported by site was that the instrument banana plug was bent. The banana plug was bent upward, and continuity passed. Failure analysis concluded that bent damage may be due to mishandling / misuse. No other damages were found on the instrument. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event, in a fragment-causing failure (such as a cable failure, a crimp separating from a cable etc.) For the mcs instrument the tip cover accessory will hold such fragments inside the tip cover, preventing loss into the patient during the removal of the instrument. Because the tip cover acts as a barrier, these failures, which might be reportable in other instruments, are not reportable events for the mcs instrument; however, the main tube damage, which was found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction of a broken wire, to recur could cause or contribute to an adverse event.